Manufacturer narrative:
Device not returned by customer. The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old black or african american male patient had impella 5.5 pump inserted for myocarditis. The patient had two (2) measurements of pfhg that exceeded 40mg/dl recorded within a 24 hour period that was 398 and 402 and as a result the pump was removed and hemolysis began to resolve immediately following pump replacement.